Event description:
It was reported to physio-control that the customer's device did not pass its self-test. During device evaluation, physio-control observed that the device had logged multiple event codes into its memory. In addition it was observed that the device would only shock monophasic defibrillation energy and that the energy output would be less than the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr30 being shorted from pin 5 to 9. This diode, designator cr30 on the therapy pcb assembly being shorted from pin 5 to 9, caused the device to deliver monophasic defibrillation shocks only and pacing pulses to be irregular.